Manufacturer narrative:
Date sent to the FDA: 07/31/2020 . Additional h-3 summary: it was reported breakage needle and breakage suture. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected; no broken needle was found. However, the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Sternocleidomastoid muscle what is the name of the procedure? Face lift investigation summary: it was reported breakage needle and breakage suture. One picture was received for analysis. Upon visual inspection of the picture, two needle-suture pieces inside a pouch were noted. Tip of one of the needles appears to be broken; however the ends of the suture are not clear. Therefore, no conclusion could be reach as the samples were not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number plr526, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a face lift procedure on an unknown date; and a barbed suture was used. During the procedure, the suture was torn at the beginning of the suturing process on the sternocleidomastoid muscle. Another like device was used to finish the suturing when the surgeon noticed that the needle's tip was missing but was found immediately. There were no adverse patient consequences reported. No additional information was provided.